Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter information: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 19 oct 2017 device evaluation: the device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: on investigation, it was noted that the audio bolus button cover was missing from the pump. The audio bolus button was not able to be tested for the alleged complaint due to the missing button cover. No conclusions can be made at this time.